Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has fiber optic module sensor failure. Users swapped out console to continue treatment without issue. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6) medical cent a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse unable to replicate user complaint upon initially testing unit trainer, fo tester, and testing catheter. Able to obtain pressure waveform and zero pressure, with cardiosave trainer and patient simulator. Fo tester worked as intended when testing fo in service mode. Confirmed user fo issues in the logs, attached for reference. Replaced fiber optic module as well as the fiber optic cable, as a precaution. As part of the pm schedule, safety disk due for replacement at the 6 million cycle. Replaced safety disk at 6,000,000 cycle interval.unit calibrated and passed all functional and safety tests per factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received the parts associated with this complaint. Parts were received with a reported failure of a fiber optic module sensor failure. Technician says they could not replicate the customer's error. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. Could not replicate the failure on either part. Fault was not confirmed.

Event description:
N/a.